Manufacturer narrative:
Additional information received: the site updated that the event is not resolved/resolving medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #: (B)(6), ubd: 25-nov-2027, UDI#: (B)(4). Product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 25-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm (aaa). It was reported that, during the index procedure, an embolism of the left internal iliac artery occurred. Intraoperative thrombectomy and flushing of the groin vessels were performed, and the event resolved. The site assessed the event as having a causal relationship to the index procedure and the patient¿s underlying condition or disease, and not related to the device.